Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a qualification of the olympus etd3 plus paa thermo-disinfector, all channels on the evis exera iii colonovideoscope, two (2) evis exera iii gastrointestinal videoscopes, and an evis exera ii gastrointestinal videoscope were microbiologically cultured. The evis exera iii colonovideoscope tested positive for greater than one hundred (100) colony forming units (cfus) of escherichia coli (e. Coli). The evis exera iii gastrointestinal videoscope tested positive for one (1) cfu of stenotrophomas maltophilia. Additionally, the terminal rinse water of the std35plus cycle of the washer-disinfector tested positive for fifty-nine (59) cfus of sphingomonas paucimobilis. The evis exera ii gastrointestinal videoscope tested positive for one (1) cfu of coagulase-negative staphylococci, which was found to be conforming. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(6) (evis exera iii gastrointestinal videoscope, gif-h185).

Manufacturer narrative:
This report is being supplemented to provide additional information received that the customer re-culture tested the device on 30may2022 resulting in >100 cfu of e.coli. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, d9, h3, h4, h6, and h10. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where:c-cover insulation (plastic distal end cover) light guide lens has cracked objective lens has chipped c-cover has scratch (plastic distal end cover) a-rubber glue white clouded (bending section cover) connecting tube wrinkle scope cover has crack key top 1 has pin hole suction cylinder color peel off universal cord buckles connector has crackedbiopsy channel wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. The legal manufacture reviewed the cds practices of the user and found the following deviation: flushing was not performed for air/water channel or auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.